Event description:
Reporter alleged discrepant back to back blood glucose results of 360, 270, & 170 mg/dl when all tests were performed within 10 minutes. Customer stated having no glucose symptoms at the time of the comparison. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.